Event description:
Surgeon reports lens was defective due to a bent haptic producing an exposed optic-haptic junction. No patient injury was experienced but the surgeon reports that if this incident were to recur it could cause or contribute to serious injury.